Event description:
It was reported that noise leading to oversensing and undersensing leading to false pause episodes were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that noise leading to oversensing and undersensing leading to false pause episodes were observed on the device. Abbott technical support was contacted and recommended monitoring the patient, which was aticipated to resolve the event. The patient was stable and there were no adverse consequences.